Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss). There was noise on the right ventricular (rv) channel. Technical services (ts) reviewed and stated that since the patient is dependent on this crtp system, device programming and rv lead troubleshooting was recommended. Ts stated that rv lead impedance over the last year were showing within range, and it is possible that there could be potential rv lead integrity issue. This device remains in service. No adverse patient effects were reported. "This report reflects info received by FDA in the form of a notification per 803.22 (b)(2)."